Event description:
The customer reported the following event via (B)(4). The machine alarmed "rapid air loss" while attached to the patient. After several minutes the message read "blood detected." The machine ceased pumping and a new machine had to be retrieved for the patient. The manufacturer inspected the device and confirmed that there was no explanation as to why the condensation occurred and why this machine has had two such errors. Original intended procedure: cardiac perfusion. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformities noted in the DHR related to the reported event. The company representative observed condensation in the circuit and 2 "blood detected" alarms. He also observed two (2) "autofill failure" alarms ending in code ee0 which indicates that the "autofill failure" alarms were caused by the "blood detected" alarms. The company representative completed the condensation removal process. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).